Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. It was also reported that there was a crack on reservoir compartment. The customer's blood glucose level was 250 mg/dl at the time of incident and treated with the syringe. It also stated that the reservoir and infusion set does not show any signs of damage. It was also reported that due to crack on reservoir compartment reservoir was unable to lock in place when inserted into insulin pump. The customer was advised to replace the pump and replacement pump will sent back to the customer. The customer will return insulin pump for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The reservoir does stay locked in place. Unit received with pillowing keypad overlay, cracked retainer, minor scratches on case and minor scratches on lcd window.